Event description:
01/17/2018 07:36:55 (B)(6). Po for (B)(6) approved by (B)(6) . Shipping & billing addresses confirmed. Npi. 01/31/2018 16:27:41 (B)(6) . Missed - est - mnr to mjr. 02/02/2018 14:07:08 (B)(6) . Updated from mnr to mjr for the major repair needed per diane nguyen, service tech. Repair approved by (B)(6) for (B)(6) . No change to the po#. 02/21/2018 20:30:26 (B)(6) . Reflashed software for 800.8000 error. Replaced front case, battery, and iui connectors. 02/22/2018 07:43:30 (B)(6) . (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was not previously returned for service. The database showed no quality notifications were opened for the device. CAPA reference: (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).